Manufacturer narrative:
Device remains implanted.

Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. On (B)(6) 2014 the patient presented with a type ib endoleak. A review of the imaging shows a potential disengagement of the right iliac limb from the common iliac artery. The tortuous iliac arteries at the level of the native aortic bifurcation, combined with a short sealing length in the right common iliac artery, may have contributed to the incomplete seal and development of the endoleak; however, this could not be definitively determined. During a re-intervention to treat the endoleak on the same day, the aneurysm ruptured while the physician attempted to gain guidewire access for the placement of an iliac extension. A aorto-uni-iliac (aui) converter was placed into the trivascular aortic body device, in conjunction with a surgical fem-fem bypass to restore flow to the limbs. On (B)(6) 2014, the patient presented with a right iliac limb occlusion that was resolved with additional distal revascularization. The patient was subsequently discharged from the hospital with no additional patient sequelae reported.